Event description:
A patient had been admitted to the local hospital with a diagnosis of microbial keratitis in their left eye associated with wear of focus dailies. Culture was positive for pseudomonas. Intensive topical antibiotics administered and patient discharges an outpatient. Visual acuity in left eye reported as 6/6 + 3 prior to incident and 6/6 at follow up visit. Patient seen at eyecare practitioner one month later with final appointment at the hospital scheduled. No further information available a the time of this report.